Event description:
It was reported that the arctic sun device had failed calibration and low flow rate (1.4) through functionality test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed calibration and low flow rate (1.4) through functionality test.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as it was noted that the flow rate was dropping to zero which was being triggered by high pressure at the manifold. The manifold assembly was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failed calibration and low flow rate (1.4lpm) through functionality test.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty manifold assembly. The device was evaluated and the reported issue was confirmed as it was noted that the flow rate was dropping to zero which was being triggered by high pressure at the manifold. The manifold assembly was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.